Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) displayed a low voltage battery code of 1003 upon interrogation during a routine follow-up. Disk analysis of the crt-d sent to boston scientific technical services (ts) confirmed the presence of the code 1003 and the detection of loss of battery energy. Due to this, the battery status indicators are not reflecting the true depletion conditions of the patient¿s crt-d. Device replacement was recommended. At this time, the crt-d still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information will be requested from the field. This investigation will be updated should further information be provided.

Event description:
Additional information made available from the field indicated that this crt-d was successfully explanted and is now out of service. The crt-d is expected to be returned for analysis. No additional adverse effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert of code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.